Event description:
It was reported that the capsule failed to attach to the patient's esophagus. The capsule was still partially attached to the delivery device when it was removed from the patient. A second and third capsule were placed on the same procedure and it still did not attach. Both capsules were also still partially attached to the delivery device when it was removed from the patient. There was some minor bleeding at the attachment/suction site after the third attempt. No lubricant was used to facilitate the placement of the capsule.

Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot# 66652f) fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot# 66652f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.